Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. The device history review confirmed that device was assembled normally and was manufactured in accordance with specifications and shipped accordingly. The reprocessing of device is required to be performed by following the instructions for use (IFU). There is no adverse impact to any patient reported for this event. The root cause of the issue cannot be conclusively determined. However, it is likely that dripping green fluid, observed after reprocessing as the device was hanging in the storage cabinet, was the result of incorrect reprocessing by the user. The user did not report leakage of the device and the IFU instructs that a leakage test be performed during reprocessing. The product¿s IFU (reprocessing manual) includes the following: ¿precautions perform a leakage test on the endoscope after each pre-cleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. If you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿

Manufacturer narrative:
Due diligence was executed for this event. The event date is not known. Supplemental report(s) will be filed as the information becomes available. The customer reprocessed the device using the oer-pro. In troubleshooting the customer was instructed to perform an extended soak and then manually reprocess the device. The device has been returned and a device evaluation completed for it. The manufacture date is not known. The user¿s complaint of dripping green fluid was not duplicated. Upon inspection and testing, the dripping of green fluid from the device was not observed. However, due to wear there other observations made. The device failed cuff leak test (clt) for the internal channel leak. The device could only reach 6.9 psi (manuel instructs 7-8 psi) and within 60 seconds, the pressure dropped to 6.1 psi. The insertion tube had low insulation. These issues are attributed to wear and tear. The light guide lens had tiny chips on edge not affecting image. Image is clear with no cuts on the corners. There were dents on the distal end cover and a cut on the camera switch. Functionality was not affected.

Event description:
As reported for this event, after reprocessing the device and storing the device by hanging vertically in an appropriate storage cabinet, green fluid was dripping out of the device. Reprocessing was re-executed with the same result. There is no patient involvement. The pre-clean of the device is done by wiping down with sponge soaked in enzymatic cleaner, suctioning the liquid detergent through until clear, inserting cleaning valve, flushing with auxiliary water channel and disconnecting. Precleaning and manual cleaning was performed prior to placing in the reprocessor. The personnel performing the reprocessing are trained and experienced in the proper steps for reprocessing.